Event description:
It was reported that the lumbar cage was broken during insertion. Situation resulted in a 1-hour extension of the case to remove the broken fragments. No pt injury was reported as a result of this event. As surgical intervention occurred an MDR is being filed to document this event.